Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the expiratory valve coil solved the issue. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Moreover, internal leakage test failure with message 'system volume too large' occurred and replacement of nozzle unit solved the problem. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. It remains unknown, when the nozzle units were last replaced. The reported issue with pressure transducer test failure was confirmed in provided device's logs. Claimed parts were not available for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to expiratory valve coil and nozzle unit.

Event description:
Manufacturer's ref. #: (B)(4).